Event description:
After advancing the catheter into the patient's vein, the catheter would not draw back. While advancing the catheter for placement, the hub became unattached from main catheter body. Per the reporter, the catheter was removed intact from the patient and although there did not appear to be any external injury, it was not possible to detect any internal vessel injury or trauma that occurred. Tech does believe it was equipment failure, and the physician using the catheter commented that he felt the hub was probably not attached properly or securely to the catheter body, and that was why it failed to draw back properly. This particular catheter is one we use frequently, and having a hub detach from any catheter is very rare.